Event description:
Consultant reported: he ordered p/n 487.072 (5.2mm click-x pedicle screws - 40mm). Screws were received on (B)(6) 2011 and were labeled 487.072 but were actually 487.073 -(5.2 click-x pedicle screws - 45mm). This was noticed as consultant was preparing to restock the trays at the hospital. The package was mislabeled. There was no patient involvement. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation and visual inspection confirmed that the screw in the package was 45mm instead of 40mm as reported. This complaint is valid from a manufacturing standpoint. An internal corrective action has been opened to address this issue. Additional product codes: mni, mnh, kwp, kwq.